Manufacturer narrative:
The logfile of the device has been investigated and confirmed the reported symptom. The device was running on battery because it was not connected to mains. It stopped working at 12:09 am because the internal battery was depleted. Carina was restarted at 12:14 am with external power supply and the ventilation was continued. User error caused the reported event.. If the external power supply fails, the device automatically switches to the internal battery power supply and the alarm "external power failure !!" Will be generated. If the power supply fails completely e.g. Caused by a depleted or faulty internal battery, carina will generate an alarm in the form of a continuous tone.

Event description:
It was reported: the patient on the carina was found in a bad condition (at midnight), with the device alarming 'alerte' (french) and not ventilating. They realized that the device power cord was unplugged from the wall and plugged it back. It is mentioned that the patient desaturated to 12% with agonal breathing and lost of consciousness. The device resumed ventilation with patient¿s condition improving. No permanent injury reported.